Event description:
Information received from the field notes 1935 ohms bipolar lead impedance, loss of capture, lead fracture at the suture sleeve and muscle stimulation. Unipolar lead impedance was 232 ohms with a threshold of 1.5v at 0.4ms.